Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The customer replaced the ise (ion selective electrodes) and the field service engineer (fse) also replaced the roller pump tubing to resolve the issue. (B)(4).

Event description:
The customer reported obtaining high sodium (na), potassium (k) and chloride (cl) patient results involving the au480 clinical chemistry analyzer. Quality control was within the laboratory's established ranges prior to the generation of the high results. There was no change to patient treatment in association with this event.